Event description:
It was reported the ventricular lead warning was triggered and the lead polarity had switched. Diagnostics showed high impedance paces and no capture in bipolar. When the lead was programmed back to unipolar, capture was acheived. It was noted that the lead may have perforated the heart wall. Attempts to obtain additional information were unsuccessful. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the ventricular lead warning was triggered and the lead polarity had switched. Diagnostics showed high impedance paces. The company's representative could not get capture in bipolar. When the lead was programmed back to unipolar, capture was acheived. The company's technical services consultant noted the lead may have perforated the heart wall. Attempts to obtain additional information were unsuccessful. The lead remains in use. No patient complications were reported as a result of this event. (B)(6) 2010: follow-up reported that "it was a perforation in progress. The lead was repositioned the next day without a problem".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event description was updated.